Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 7.5, retest inratio: 7.5, lab: 1.7, md's poc meter; (B)(6) 2011, 3.8, 1.5. Time between testing: 2 hours. Lab results on (B)(6) 2011 done in an emergency room lab. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Customer was milking the finger. Milking the finger may cause contamination with interstitial fluids and may lead to inaccurate inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 7.5 and 7.5 inr, reference = 1.7 inr, mean = 5.57. The calculated mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 3.8 inr, reference = 1.5 inr, mean = 2.65, confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 248203 on 8/2/2011 met accuracy criteria. Test results are as follows: donor 80 = 3.2, 3.1, 3.0 inr; donor 81=1.5, 1.6, 1.7 inr. At least two out three replicates are within the allowable bias of reference results for donor 80 (2.41 inr) and donor 81 (1.56 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Improper sample collection technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 237419 has strip code bd5e8 material was split into two different lots lot # 248203 into 12 packs (smaller lot), lot # 247452 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.